Manufacturer narrative:
The peritoneal catheter was torn into two pieces. The torn ends did not have straight edges. It is unk how or when this damage occurred. The two segments were patent and passed leak testing when tested individually. The catheter also met all specifications for tensile strength and ultimate elongation. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears". A review of the mfg records showed no anomalies. All components of our shunt systems are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during an implantation surgery, the doctor allegedly found the peritoneal catheter broken.